Event description:
Material# 305757; batch# 4029206. It was reported by customer that using the 30g needles today and he noticed that about 7-8 of the needles jammed while in use on the patient. I am thinking this may be a defective batch". "He was using the 30g needles today and he noticed that about 7-8 of the needles jammed while in use on the patient. I am thinking this may be a defective batch".

Manufacturer narrative:
The reported issue of needle clogged/ blocked was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. No clogged needles were observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 30x1/2 needle clogged / blocked. It was reported by customer that using the 30g needles today and he noticed that about 7-8 of the needles jammed while in use on the patient. I am thinking this may be a defective batch". Verbatim: "xxxx was using the 30g needles today and he noticed that about 7-8 of the needles jammed while in use on the patient. I am thinking this may be a defective batch".